Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will eval them.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter was giving the error 5 error message. The pt experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's test strips were in good condition and within opened expiration dating and the pt's testing technique was correct. The issue was not resolved with troubleshooting. The meter was replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the error 5 error message issue was not resolved, this complaint is being reported.